Event description:
Customer reports to have experienced a vibrate anomaly. Customer reports that insulin pump is set to vibrate at nights, but it only vibrates one in ten times. Customer's blood glucose was 185 mg/dl. During troubleshooting, insulin pump did not pass vibrate test. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with failed to vibrate during self-test due to broken black wire on vibrator motor. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.